Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a supply bag issue during dwell 2 of 4. Treatment was discontinued. While removing the cassette the patient detected fluid leaking from the pd cycler. The patient did not experience any adverse event as a result of the fluid leak. The patient's nurse reported that the patient discarded the cycler set.